Event description:
During the procedure, while introducing the needle for transseptal puncture through the sheath, the sheath was perforated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.